Event description:
It was reported that stent expansion failure occurred. The stenosed target lesion was located in an arteriovenous fistula in a severely calcified and severely tortuous vessel. An (B)(4) epic stent was advanced for treatment. However, when stent fully deployed, radial force was not enough to treat lesion. Post ballooning was performed, and the procedure was completed with the original device and there were no patient complications reported. Patient was in good condition.